Event description:
It was reported the carrier broke during implant. The physician was tunneling on the patient's left side. When pulling the extension via the plastic carrier, the carrier broke off in the patient. The broken carrier was recovered. A new extension was used. The patient recovered without sequela.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.